Manufacturer narrative:
Concomitant medical products according d11: item: cocr head 32/ 0 'm' 12/14 catalog #: 14.32.06-20 lot #: 2876159 investigation results were made available. Additional: h2, correction: b4, g4, g7, h6, h10 DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation event description: it is reported that the patient underwent primary implantation of total hip prosthesys on january 18, 2017. Subsequently, patient experienced first dislocation of the hip on 29 january, 2017 and was treated with external reduction. Review of received data: - multiple medical documents in french were received for the investigation along with implant stickers, op reports. - primary implantation surgery report dated january 18, 2017: installation of navigation sensors on the top of the greater trochanter, the iliac crest and the patella. Calibration of the lower limb, preoperatively the operated side is shortened by about 10 mm. Opening of the joint capsule. The head is dislocated, the neck cut 1.5 cm above the small trochanter. Preparation of the acetabulum with a rasp of size 49. Lmpaction of a zimmer continuum diameter 50, excellent press fit, highly crosslinked polyethilene insert for head 32. Tests are then made with cobalt chromium head, diameter 32 m and size 3, stem 12-14. The hip is perfectly stable, without piston effect. Navigation sprovides with an extension of 8 mm which will compensate for the difference in length and the absence of medialization lateralization. - op dated january 29, 2017: diagnose: iterative dislocation of the tha 10 days post-op testing shows unstable hip. Instability both in anterior and posterior movement. Establishment of immobilization by zimmer splint. Reduction of the tha. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the products remain implanted. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw (head): - dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to excessive wear due to micromotion in taper connection between stem and head (e.g fretting). => not possible -> no metal or pe wear, no aseptic loosening of the stem was reported. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to pe or metal particle release from articulation or taper connection. => not possible -> no metal or pe wear, no aseptic loosening of the stem was reported. - dislocation, subluxation, abrasive wear loosening of components due to tissue impingement prior to proper taper fit. => possible, cant be proved, therefore cant be excluded. - dislocation, subluxation, abrasive wear due to impingement due to malposition of components (stem, head, cup). => possible, no x-rays and explants were received. Therefore cant be exlcuded. - dislocation, subluxation, aseptic loosening of components due to selection of wrong components. => not possible -> correct items were selected. - dislocation, subluxation, abrasive wear due to scratches on articular surface during surgery. => possible, cant be proved, therefore cant be excluded. - failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper/ (particles between stem taper and ball head taper). => possible, cant be proved, therefore cant be excluded. - damaged implant, dislocation, subluxation, abrasive wear loosening of components due to explanted cocr head (with e.g. A damaged taper and/ or scratches on the surface) is reused for new implantation surgery. => not possible -> new head was used. - dislocation, subluxation, abrasive wear, leg length discrepancy due to soft tissue laxity. => possible, soft tissue laxity can lead to dislocations observed. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of stem, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products. => not possible -> combination was approved. - dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant. => not possible -> correct items were selected. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of stem due to laser marking not readable in normal lighting conditions leads to use of wrong head. => not possible -> correct items were selected. Root cause determination using dfmea (avenir stem): - impingement with cup and/or luxation due to wrong positioning of the components. => possible: no x-rays and explants were received. Therefore cant be excluded. - impingement/ dislocation due to incorrect component design leading to insufficient rom. => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Conclusion summary: patient underwent surgical procedure to reduce the dislocated hip 10 days post-op. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. From the implantation report it is noticed that the patient had a leg length difference prior to implantation. This is the most likely reason for the dislocation if this difference was not corrected by the implanted components. Postion of the components cant be verified due to absence of the x-rays. Other possible causes for the dislocation include tissue impingement prior to proper taper fit, impingement due to incorrect position of stem/cup, scratches on articular surface during surgery, head being implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper/ (particles between stem taper and ball head taper) and soft tissue laxity. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: four cases were opened for the same patient: (B)(4): closed reduction due to luxation. (B)(4): closed reduction due to second luxation. (B)(4): revision surgery. (B)(4): infection after implantation. The following reports are associated with this event: 0009613350 - 2017 - 01580 - 1

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Four cases were opened for the same patient: (B)(4): closed reduction due to luxation. (B)(4): closed reduction due to second luxation. (B)(4): revision surgery. (B)(4): infection after implantation. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e avenir muller stem 3 standard) are marketed in USA, and therefore this report was filed.

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a avenir müller, stem, lateral, uncemented, ha, 3, taper 12/14 on (B)(6) 2017 and the patient underwent closed reduction on (B)(6) 2017 due to luxation.